Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs and inspected reservoirs, snap-cap, and septums for anomalies. No anomalies were found. They ran the occlusion test per dop (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. They installed reservoirs and connectors into a 7xx insulin pump. They tested infusion sets and installed reservoirs and connectors into a 7xx pump. They also tested the catheter tips. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the reservoir and she received a no delivery alarm on the insulin pump. Customer's blood glucose was 296 mg/dl/ customer bolused and stated that her blood glucose used to be in the 500's mg/dl. Customer stated that the alarm occurred during manual prime and it is recurring. Customer stated that the issue has not been resolved. Customer cleared the alarm and stated that the insulin did not exit during troubleshooting. Customer was advised to run a manual prime after placing a reservoir in the pump. Customer stated that the pump did not alarm no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.